Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) permanent birth control system, lot number 958708, inserted on (B)(6) 2012. In around (B)(6) 2014, she became pregnant and gave birth on (B)(6) 2015. At the time of the complaint, she was requiring surgery to remove the coils because they had migrated somewhere in her abdomen. X-rays had been taken of the displaced coils within the user. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. Additionally, it was stated she was requiring surgery to remove essure coils because they had migrated somewhere in her abdomen. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no information was provided about the hsg; the consumer stated essure coils have migrated to her abdomen, however limited information was provided about this event. Although the mechanism of the reported device migration is unknown (if it occurred before or after pregnancy onset); considering pregnancy occurred approximately 2 years after essure insertion, causality between the events and the suspect insert cannot be excluded. This case was considered an incident, since an intervention will be required for essure removal (according to the consumer). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Product technical complaint investigation and final assessment were received on 28-aug-2015: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: 958708 is a valid lot number; production date: mar-2012; expiration date: mar-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. Additionally, it was stated she was requiring surgery to remove essure coils because they had migrated somewhere in her abdomen. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no information was provided about the hsg; the consumer stated essure coils have migrated to her abdomen, however limited information was provided about this event. Although the mechanism of the reported device migration is unknown (if it occurred before or after pregnancy onset); considering pregnancy occurred approximately 2 years after essure insertion, causality between the events and the suspect insert cannot be excluded. This case was considered an incident, since an intervention will be required for essure removal (according to the consumer). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 28-sep-2015: despite three follow up attempts no additional information was received. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. Additionally, it was stated she was requiring surgery to remove essure coils because they had migrated somewhere in her abdomen. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no information was provided about the hsg; the consumer stated essure coils have migrated to her abdomen, however limited information was provided about this event. Although the mechanism of the reported device migration is unknown (if it occurred before or after pregnancy onset); considering pregnancy occurred approximately 2 years after essure insertion, causality between the events and the suspect insert cannot be excluded. This case was considered an incident, since an intervention will be required for essure removal (according to the consumer). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 26-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-2232). Essure was inserted in (B)(6) of 2012. According to the consumer, the second year with the coils was hell; she had crazy all over the map periods, she was getting to the point she could not work during her period because of the pain and bleeding. In (B)(6) of 2014 she found out she was pregnant. Her right coil migrated out of her tube during pregnancy. She gave birth in (B)(6) of 2015 to a healthy little boy. In (B)(6) of 2015, she had surgery to remove both coils. Her left coil was only in her tube by 1 cm and her right coil was found and removed from the fatty tissue that protects her bowels. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. Five months later, she was submitted to a surgery to remove essure; her left coil was only in her tube by 1 cm and her right coil was found and removed from the fatty tissue that protects her bowels. The reported events were considered serious due to their medical importance and are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no information was provided about the hsg; the consumer stated her right coil migrated out of her tube during pregnancy. Later, during surgery for essure removal, right coil was found in abdomen and left coil was dislocated within the fallopian tube. Although, the exact mechanism of these events is not known; considering their nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Duplicate case identified on 26-may-2016: the case (B)(4) was found to be a duplicate of this current case and will be marked for deletion in bayer database. Case (B)(4) was reported by (B)(6) (B)(4) and it was considered a medically confirmed case. All information was merged to this remaining case. Correction (26-may-2016) following company internal review: the case was not considered medically confirmed. Follow up information received on 01-jun-2016 from consumer via news article: she reported she became pregnant two years after receiving essure in 2012. She discovered her pregnancy during an ultrasound in 2014 for heavy and irregular menstrual bleeding. The doctors said to her the coils had migrated and could harm the baby. At the reporting time, her son turned one year and has since had removed essure along with her fallopian tubes. The consumer is one of the women who are part of a class-action lawsuit that alleges the spring-like device led to major complications. Case considered potential legal case. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. Five months later, she was submitted to a surgery to remove essure; her left coil was only in her tube by 1 cm and her right coil was found and removed from the fatty tissue that protects her bowels. This case became potential legal. The reported events were considered serious due to their medical importance and are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no information was provided about the hsg; the consumer stated her right coil migrated out of her tube during pregnancy. Later, during surgery for essure removal, right coil was found in abdomen and left coil was dislocated within the fallopian tube. Although, the exact mechanism of these events is not known; considering their nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 19-jun-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("right coil was embedded in the fatty tissue that protects bowels/ right coil migrated out of her tube /left coil was only in tube by 1 cm"), pregnancy with contraceptive device ("became pregnant"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(4) female patient who had essure (batch no. 958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("could not work during my period because of the bleeding/heavy menstrual bleeding"), menstruation irregular ("irregular menstrual bleeding") and abdominal distension ("ongoing bloating"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("could not work during my period because of the pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal) and surgery (hysterectomy planned). Essure was removed in (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia and menstruation irregular outcome was unknown and the pelvic pain, genital haemorrhage and abdominal distension had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation, menorrhagia and pregnancy with contraceptive device with essure. The reporter considered abdominal distension, dysmenorrhoea, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: according to the consumer, the second year with the coils was hell; she had crazy all over the map periods, she was getting to the point she could not work during her period because of the pain and bleeding. She gave birth in (B)(6) 2015 to a healthy little boy. In (B)(6) 2015, she had surgery to remove both coils. Her left coil was only in her tube by 1 cm and her right coil was found and removed from the fatty tissue that protects her bowels. As per lay-press article received on (B)(6) 2017: consumer found herself pregnant in 2014 and had essure removed the following year. She is now awaiting a hysterectomy to manage ongoing bloating, pain and bleeding she believes is related to the coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: pregnancy confirmed. X-ray- on an unknown date: displaced coils in her abdomen. Quality-safety evaluation of ptc: lot number: 958708 is a valid lot number; production date: mar-2012; expiration date: mar-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. This ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: consumer is now awaiting a hysterectomy to manage ongoing bloating, pain and bleeding she believes is related to the coils. On (B)(6) 2017: no new information received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report. Further information will be obtained through the litigation process.